Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed 2 low flow alarms on 16dec2024 in the setting of elevated pi. Additionally, numerous low flow fault flags were captured that did not persist long enough to activate a low flow alarm. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the costochondritis was not caused by any infection.

Event description:
It was reported that patient was having chest pain that radiated down into their abdomen. The patient went to emergency room and was being discharged the same day. They denied symptoms at the time of interrogation. This event was originally thought due to the clot; however, the clot was no longer present. Physician assistant thought it could be costochondritis. A computed tomography (CT) was done. The event log displayed multiple low flows with high pulsatility index (pi). 68 pi events were captured in the event log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.